Event description:
I use an animas insulin pumps. It failed after 1 year. When looking at the battery compartment, it was clean, but the battery and end looked liked it had a brown sticky substance corrosion. The company replaced it with another pump that 1 week later had graphic issues and I had to return it as well. It didn't fail, but the company said I should return it anyway. The second pump had a thin blue line that kept appearing across the face of the screen. It would turn off and on by itself. I am very upset with the quality of this pump.